Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that there was a dislodged iec connector.

Event description:
Dealer states that the consumer was using the charger from their old scooter while they waited for tech to arrive with a new charger. Customer alleges that the charger smelled like smoke and had blue flame coming from it.

Manufacturer narrative:
The date of event has not been provided. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Dealer states that the consumer was using the charger from their old scooter while they waited for tech to arrive with a new charger. Customer alleges that the charger smelled like smoke and had blue flame coming from it.

Manufacturer narrative:
The date of event has been updated. The device has not been made available for evaluation at time. Should the device or more information become available, a follow-up report will then be issued.

Event description:
Dealer states that the consumer was using the charger from their old scooter while they waited for tech to arrive with a new charger. Customer alleges that the charger smelled like smoke and had blue flame coming from it.